Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified circumflex artery. The 2.5 x 8 trek balloon catheter was being used for post-dilatation of a deployed xience alpine stent when contrast was seen coming from a pinhole in the balloon; therefore, the balloon was deflated and removed from the patient. There was no resistance felt during advancement of the balloon catheter to the deployed stent. There were no issues noted during preparation of the balloon. A 3.5 x 6 mm nc trek balloon catheter was used successfully for post-dilatation of the stent implant. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, the size of the balloon catheter was corrected from a 2.5 x 8 trek balloon to a 3.5 x 12 mm nc trek balloon.